Event description:
It was reported on (B)(6) 2025, a 4mm x 4mm amplatzer duct occluder ii was selected for implant to treat a patent ductus arteriosus (pda). The pda was measured with a 11.3mm length and a 10.3mm aortic disc. Fluoroscopy and transthoracic echocardiogram (tte) were used during the procedure. A stability check was performed. The occluder was implanted. Post-implant a moderate residual shunt was observed. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
An event of migration and residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. As the lot number was not received from the field, so no device history record or lot specific similar complaint review is required. Based on the available information, a cause for the reported migration and residual shunt could not be determined. Prolonged hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 4mm x 4mm amplatzer duct occluder ii was selected for implant. The occluder was implanted. Post-implant a moderate residual shunt was observed. The patient remained in the neonatal intensive care unit (nicu) for observation.